Manufacturer narrative:
(B)(4). Medical devices: 54odx48id magnum abx pf cup #us157854 lot 072830, 32mm mod head cocr -6mm neck # 163667 lot 196450. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10865 and 0001825034-2018-10866. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that cellulitis was noted about the left hip wound approximately 2 months post revision and treated with antibiotics.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Postoperative visit notes state that the patient was found to have cellulitis about the l hip wound, and was treated with antibiotics. The cellulitis continued for approximately 2 weeks after treatment. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.